Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon at the hospital, alleged the following event: "a revision surgery was performed because pt felt groin pain."